Event description:
An x stop interspinous decompression spinal implant was inserted. Two weeks post-operatively , an x-ray identified a component detachment from the main implant body. The main implant body was still in place and the pt was asymptomatic. A second procedure was performed and the implant was replaced with a larger size x stop implant.

Manufacturer narrative:
Results: no conclusion can be drawn. The device has been returned to the company, but the investigation results are not available at the time of this writing. No conclusion can be made at this time. As surgical intervention occurred, an MDR is being filed to document this event.